Event description:
It was reported that the patient with diabetes was bleeding excessively and had an infection post implant at the device pocket. Perioperative antibiotics were administered and the date of onset or diagnosis was (B)(6) 2014. The patient experienced redness and swelling. No culture was obtained, but it was not meningitis. The patient was given lancet intravenously and then 500 milligrams of augmentin three times a day for ten days. The infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pzyc, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).